Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The component will not be returned for evaluation as it was discarded during the procedure. The user facility was notified of the event on (B)(6), 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report filed (B)(4), 2011.

Event description:
It was reported that patient underwent a procedure utilizing a meniscal repair device on (B)(6), 2011. During the procedure, the surgeon removed the cannula from the patient's knee and there was no loop in the suture. There was a delay of greater than thirty minutes while the doctor removed the suture and implanted another